Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Customer also reported issues with damage on the reservoir compartment. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 250mg/dl. Customer reported hyperglycemia but does not state how it was treated. Product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with cracked reservoir tube lip.